Manufacturer narrative:
This supplement serves as a correction: the previously reported complaint numbers for the returned IV sets (B)(4) and (B)(4) were incorrect. The correct complaint numbers are (B)(4) and (B)(4). This IV set will not be returned; therefore, an investigation cannot be performed. However, the IV sets for complaints (B)(4) (3006575795-2025-00256) and (B)(4) (3006575795-2025-00255) were returned for investigation. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that ten IV sets were leaking just below the drip chamber. The infusion was stopped immediately upon identification of the issue. The drug being infused at the time is unknown. No patient or user injury was reported.

Manufacturer narrative:
Intuvie received a report indicating that ten IV sets were leaking just below the drip chamber. A review of the device's serial number history identified nine similar complaints from the same customer. The failure mode was confirmed; however, the probable cause remains undetermined. The investigation is ongoing. D9: only two of the ten IV sets were returned on 07/07/2025 (B)(4). The remaining eight have not been returned for evaluation. The leaking IV set was identified during servicing performed by a third-party service provider. Reference to complaint numbers: (B)(4).